Manufacturer narrative:
A steris service technician arrived onsite and found the unit to be shut down. The technician ran a test cycle and found the unit to be operating properly. The technician followed up with employees at the user facility who stated that the root cause of the event was the operator did not properly close the door of the chamber. The operator manual states (pp. 2-6), "to close and lock door from open position-swing door closed by hand and rotate handwheel clockwise as far as it will go using normal hand pressure." The unit is under steris service contract and received routine preventive maintenance on 2/12/2013 when the unit was found to be operating properly. While onsite the steris technician discussed with the user facility the proper procedure for closing the door.

Event description:
The user facility reported steam leaking from their sterilizer. The steam triggered the fire alarm and the fire department was automatically dispatched. The user facility was not evacuated and no injuries or procedural delays/cancellations were reported.